Manufacturer narrative:
After review of additional information received, it has been determined that this product was reported under the incorrect MFR#.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, catalog #: unk, lot #: unk, unknown bearing, catalog #: unk, lot #: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would alter or change any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient is experiencing pain, swelling and loosening.